Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use (IFU) states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ per IFU, if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Nominal outer body diameter for the 24fr gore® dryseal flex introducer sheath measures 8.8mm.

Event description:
On (B)(6) 2018, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. Prior to the procedure, a bypass of the left subclavian artery was performed. During the procedure, the physician attempted to gain access via the left femoral artery (measured 6.8 ¿ 7.0mm in diameter). When a 24fr gore® dryseal flex introducer sheath (dsf2433/17559416) was inserted into the left femoral artery, the vessel was reportedly ¿torn off¿ at the sheath insertion site. According to the report, bleeding was controlled with a tourniquet and the endovascular procedure went forward. The physician reportedly opted not to use a sheath and inserted the first gore® tag® delivery catheter into the patient without conduit or other access means. The stent graft was implanted in its intended position. The physician then inserted the second gore® tag® delivery catheter into the patient without the sheath as well. However, resistance was reportedly felt while advancing the device, and the physician removed the delivery catheter from the patient. It was reported that the left femoral artery was ¿further cut off and transected¿. When the physician inserted the dilator of the 24fr sheath into the left femoral artery to check availability of the left femoral artery as an access route, the vessel reportedly sustained further damage. The physician reportedly decided to forgo the approach from the left femoral artery and selected an approach from the left common iliac artery. The sheath was inserted through the left common iliac artery, and the second gore® tag® device was placed in its intended position. The transection of the left femoral artery was then surgically repaired with a vascular graft. The patient reportedly required a large transfusion of blood due to the bleeding from the damaged left femoral artery. The patient tolerated the procedure. After the procedure, the physician stated the left femoral artery wall was thin and less flexible than normal, which may have contributed to the vessel injury.